Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient experiencing pain with device use. The patient was reimplanted with a new device on the same date.